Event description:
New information received noted the patient presented in clinic for follow-up. Interrogation revealed the atrial lead oversensed noise.

Event description:
It was reported the patient presented with a right ventricular lead that oversensed noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.